Manufacturer narrative:
As reported, the 7x40mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at ten (10) atmospheres pressure (atm). Therefore, it was replaced with two new saber pta balloon catheters (3x40mm 90cm) and a non-cordsis stent. The procedure was finished successfully. There was no reported patient injury. The target lesion was the common iliac artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. This was an endovascular repair procedure. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a guidewire crossed the lesion and a saber pta balloon catheter was delivered to the lesion for inflation. However, the saber pta balloon catheter ruptured at 10 atmospheres pressure (atm). The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17572130 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber pta balloon catheter (7mm4cm 90) ruptured at 10 atmospheres pressure (atm). There was no reported patient injury. The target lesion was the common iliac artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. This was an endovascular repair procedure. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a guidewire crossed the lesion and a saber pta balloon catheter (complaint product) was delivered to the lesion for inflation. However, the saber pta balloon catheter (complaint product) ruptured at 10 atmospheres pressure (atm). Therefore, it was replaced with two new saber pta balloon catheters (3mm4cm 90) and a non-cordsis stent. The product was removed intact (in one piece) from the patient. The procedure was finished successfully. The product will not be returned for analysis.